Manufacturer narrative:
This is 2 of 2 reports.

Event description:
It was reported that during the procedure, after inflation of the balloon, it deflated in few seconds. Physician considered that the balloon leaked. The same event occurred with the second balloon. The procedure was completed successfully using the new other device. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. Visual inspection of the returned device did not find any anomalies. During functional testing the device was flushed without difficulty. The returned guide wire was advanced through the balloon catheter without difficulty and the balloon was inflated. The balloon retained its shape & size and was deflated by retracting the syringe. The device met all manufacturing specifications. Based on the performed device inspection, the reported event of balloon leak could not be confirmed. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, after inflation of the balloon, it deflated in few seconds. Physician considered that the balloon leaked. The same event occurred with the second balloon. The procedure was completed successfully using the new other device. There were no reported clinical consequences to the patient due to this event.